Event description:
It was reported that when using the bd pyxis¿ es server, the patient showed as discharged on pyxis and the user was unable to admit the patient. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient's status had shown as discharged in pyxis, and the system was unable to admit the patient. A technical support specialist connected to the server to review the affected patient. The patient was already showing as admitted and found a discharge message recorded in (B)(6) 2026 02:30:48.6664333, followed by a cancel discharge message sent in 2026-01-17 02:43:47.2213421, which failed with a concurrent update error. Checked the pyxis external inbound processors service logs and identified repeated concurrent errors starting at 01:10:41.696 and continuing until the service stopped at 03:35:19.640 by knowledge article titled med es server messages not processing concurrent error. After the service restarted at 03:40:13.390, no further concurrent errors were observed, and new errors appeared in the current logs and contacted the customer and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.